Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted into the patient on (B)(6) 2011.according to the complainant, the patient experienced injuries (specifics unknown). According to the physician's office, the patient was fine during her post-operation visit and showed no complications. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.